Event description:
It was reported that the pump touch screen was unresponsive and frozen on the bolus screen. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue persisted, and the pump was replaced. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The reported event has been previously captured under the mfg report number 2022-90544.